Manufacturer narrative:
An event of central regurgitation, perivalvular leak and malposition of device were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field believed that a leaflet on the device may have been stuck. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported central regurgitation, and perivalvular leak could not be conclusively determined. The reported interventions were under case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 84.5mm and an area of 547.6mm^2. Pre-dilation was performed with a 24mm non-abbott balloon. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 2mm from the left coronary cusp (lcc). Post-implant, contrast was injected to assess a perivalvular leak (pvl). Central aortic insufficiency was noted. It was believed that a leaflet on the device may have been stuck. The pigtail catheter was used to knock open the leaflet, however that was unsuccessful. A post-balloon aortic valvuloplasty (bav) was performed with a 26mm non-abbott balloon, and the aortic insufficiency was resolved. Per transesophageal echocardiogram (tee), a moderate pvl was noted. The decision was made for no additional intervention and to evaluate the leak in 30 days. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 84.5mm and an area of 547.6mm^2. Pre-dilation was performed with a 24mm non-abbott balloon. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 2mm from the left coronary cusp (lcc). Post-implant, contrast was injected to assess a perivalvular leak (pvl). Central aortic insufficiency was noted. It was believed that a leaflet on the device may have been stuck. The pigtail catheter was used to knock open the leaflet, however, that was unsuccessful. A post-balloon aortic valvuloplasty (bav) was performed with a 26mm non-abbott balloon, and the aortic insufficiency was resolved. Per transesophageal echocardiogram (tee), a moderate pvl was noted. The decision was made for no additional intervention and to evaluate the leak in 30 days. The patient status was stable.